Manufacturer narrative:
Pending investigation.

Event description:
Preoperative and postoperative diagnoses indicated failed left total knee arthroplasty secondary to aseptic femoral loosening. Indications for procedure: the patient is a 67-year-old female, who is approximately 10 years status post a left total knee arthroplasty for osteoarthritis. Over the past several months, she has had increasing pain and persistent effusions. X-rays show osteolysis behind the femur and eccentric polyethylene wear. Infection workup has been negative. Description of procedure: upon the knee joint, there was noted to be a large amount of synovial fluid, which was sent for gram stain and culture. The medial and lateral gutters were reestablished. A synovectomy was performed. The patella was everted and found to be well fixed. The knee was flexed. After the patella was subluxed, the previous polyethylene was removed. There was significant wear medially. Femoral component was disimpacted that was loose, tibial component was intact. The patient was revised to exactech devices. The patient was awakened and taken to recovery room in stable condition. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. MDR section codes updated/corrected: b, c, d, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of loosening and prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Failure of the cement used to secure the femoral component to the femoral bone, may have lead to loosening at the cement-implant interface; however, this cannot be confirmed. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.